Manufacturer narrative:
This supplemental report is being submitted to provide corrected verbiage reported in h11 of previous emdr. Corrected verbiage: based on "historical data", possible causes include.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure was stress should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a detached distal end. There was no patient involvement.